Manufacturer narrative:
Device is available to stryker and was received on 04/09/09. Evaluation of actual device will be conducted and reported in follow up.

Event description:
The sales rep reported that the plate cracked in the middle (catalog # 55-06160). The case was completed without adverse consequences.